Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device (has been returned / is pending return) to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that four days after port placement, extravasation of contrast was noted due to an alleged catheter break. Port was removed and a new port placed. No tissue injury to the patient noted. No additional medical interventions required other than removing and replacing the mediport.

Manufacturer narrative:
Manufacturing review: per the lot history review, this is the first complaint reported for this lot number and general issue to date. Based upon the severity level and lot quantity, a DHR review is not required. However, the DHR was requested to review manufacturing records. Per manufacturing site: DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: one MRI powerport w/ 8fr groshong catheter was returned for evaluation. Gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for catheter break, more specifically, for complete break due to pinch-off, as a complete break occurred at the 10cm mark. The break profile was inclined, the cross-section of the break had an elliptical shape and the break surface was granular on both break surfaces. Necking and tensile weakness was observed at the 7cm mark and the 7cm mark itself showed signs of wear. The surface near the 7cm mark showed multiple small scratches and roughness and gashes on the catheter outer surface. These observations are consistent with characteristics associated with catheter break due to pinch-off. Additionally, there are two cuts just distal to the catheter break on the distal fragment. One of the cuts goes through part of the catheter wall and has a smooth break surface and parallel striations. Furthermore, there are two closely spaced parallel impressions on the catheter surface of the proximal fragment just proximal to the 10cm mark. These additional cuts and impressions are consistent with characteristics of tool damage. Although the observations from the sample evaluation manifest characteristics consistent with catheter pinch off and the catheter was inserted into the subclavian vein, the definitive root cause could not be determined based upon available information. Although there were signs of tool damage near the break, the origin and time of the damage cannot be determined. Therefore, it is unknown if procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that four days after port placement, extravasation of contrast was noted due to an alleged catheter break. Port was removed and a new port placed. No tissue injury to the patient noted. No additional medical interventions required other than removing and replacing the mediport.